Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was high and water was consumed to address the bg level. As the customer was in the process of changing the pump supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.